Manufacturer narrative:
(B)(4). Physio-control replaced the therapy connector and the paddle assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed assemblies were further evaluated at the failure analysis center and the reported issues verified.

Event description:
Physio-control's device inspection found that the therapy connector had two broken pins stuck inside the connector. Furthermore, the paddle assembly had broken pins. There was no pt use associated with the event.